Event description:
It was reported that during a sigmoid procedure, the device cut but only stapled partially. The stapler issued only one row of staples. Completed the case with the same like product. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.